Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the posterior lateral coronary artery with moderate tortuosity and heavy calcification. On advancement of a high-torque balance middle weight (bmw) universal guide wire with no reported resistance, the support of the wire changed and the guide wire was unable to be torqued. The guide wire was therefore removed. While the guide wire was in one piece, it was noted to have unraveled. The procedure was successfully completed with a new bmw guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported break and stretched coils were able to be confirmed. The reported device operates differently than expected was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement inadvertent mishandling and/or inadvertent torqueing resulted in the reported break/noted core detachment; thus resulting in the reported device operates differently than expected (guide wire was unable to be torqued). Manipulation of the device resulted in the reported/noted damages (stretched/twisted/loosely wound coils, bent ribbon). There is no indication of a product quality issue with respect to manufacture, design or labeling.